Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "femoral components were revised due to perforation of the femoral cortex by the intramedullary stem. No other complaints reported". Spoke to rep. Possible cause or contributor for perforation not reported to rep. A revision usage sheet with gmrs/ mrs components (distal femur, axle, bumper insert, long curved cemented stem, bushing) was provided. Rep reported that no further information will be released by the hospital or surgeon.